Event description:
It was reported by repair work order that the patient right head end and left foot end wheels were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.